Event description:
It was reported that a doctor, after mistakenly believing a smartlite ps unit was an intra-oral camera, switched the unit on while looking at the leds at close range, resulting in impaired vision and soreness. A specialist and physician were consulted, though there is no indication that intervention was required.

Manufacturer narrative:
While the device used in this case did not malfunction, it is possible that permanent damage to the eye resulted or that intervention would be required to preclude such. Therefore, this event meets the criteria for reportability. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.